Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'would go into a downstream alarm that would not stop after the pressure test' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log (ehl) revealed occurrences 'would go into a downstream alarm that would not stop after the pressure test'. The reported condition was verified. The cause of the condition was determined to be a failed force sensor. The downstream sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would go into a downstream alarm that would not stop after the pressure test. This occurred during testing at the biomedical service department. There was no patient involvement. No additional information is available.